Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer had fully removed the pocket in hca and removed the metal packaging. They had also removed the back panel on all drawers, reset the cabling, and installed new pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device not detected on bus. The customer reported that the malfunction occurs when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this event.